Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, neck fractured. Revision surgery is unknown. Products related: part: pha00262 profemur® z femoral stem s 21/3 tp coated cement less, lot: 1498972, qty: 1. Part: dsbfgc50 dynasty® bf shell 50mm group c, lot: 1515638 qty: 1. Part: dlxplc32 dynasty® a-class® 32mm 15dg group c crosslinked poly liner, lot: 1474637 qty: 1.